Event description:
It was reported that when using the bd pyxis¿ medbank tower user informed drawer would not open to issue item. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. The technical support specialist connected to the machine and confirmed all drawers were populating. I rebooted the machine, and the customer successfully issued an item as the cubie drawer and lid opened. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user informed drawer would not open to issue item. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.